Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Calculations noted that the battery voltage is lower than it should be for the time implanted at the parameters used. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. Diagnostics showed that the power level has been steady over the past year and the battery voltage was depleting faster than predicted. All hybrid current drains measured were normal. The module was tested for opens which can cause a higher current drain. No connections were found to open or intermittent. The battery was sent for analysis. There were no signs of an internal short during both non-destructive and destructive testing of the battery. The associated investigation determined that this device exhibited premature depletion and the cause could not be established. This particular device was not included in the advisory population.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.